Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited low out of range pace impedances. The impedances were 190 ohms. The lead is expected to be revised, but remains in service at this time. No further information was available. No adverse patient effects were reported.